Event description:
It was reported that during a posterior fusion the accuracy was off at the level of l5. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event of accuracy issues during spine procedure can be confirmed as a stryker employee was present during event and observed that the surgeon cut the device. Based on the labeling review the mask should not be cut and could lead to tracker/skin movement which could cause or contribute the reported event. No product failure identified. Device was evaluated in the field.

Event description:
It was reported that during a posterior fusion the accuracy was off at the level of l5. No adverse consequences or procedural delays were reported with this event.